Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a palodent v3 narrow 2 ring refl broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Returned product 1 palodent narrow dark blue v3 ring (new and improved v5 version) with 2 broken tynes. Overmolding date codes verified ¿f¿ for june and ¿n¿ for 2022. Final packaging product retains are not kept as per normal procedure. Ring over-molding retains were reviewed and meet all inspection and functional criteria (first shot retains from each order where the quality techs have already tested/verified) as per 0290-ip-7.5-60-58 (over-molded rings). DHR for item# 659770v lot# 05623994 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the palodent v3 narrow 2 ring refil. Work order (B)(4) is the packaging work order which utilized 2 different over-molding of the springs to rings production work orders/runs for item# 759880 (v5 ring narrow ¿ palodent) lots 05512218 (manufactured 06-2022) & 05625025 (manufactured 06-2022). The over-molding work order is only to mold the tynes to the spring. DHR reviews for both molding work orders did not indicate any production issues, nor any comments noted with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-ip-7.5-60-58.